Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter kinked and subsequently broke during advancement. The catheter was removed without incident. No patient injuries or complications occurred.